Event description:
This report is being filed after subsequent review of the following journal article, peacock, z.s., afsbar, s., lukas, s.j., & kaban, l.b. (2012). "Customized repair of fractured mandibular reconstruction plates." Jounal of oral and maxillofacial surgery, (70: e563-e573). A retrospective review was done at a medical center reviewing the use of a custom prosthesis to engage fractured reconstruction plates in patients. These patients cannot undergo an autogenous bone grafting procedure or replacement of entire plate. Two of the three patients in the review were implanted with synthes 2.4 reconstruction plates. The two patients with synthes reconstruction plates is a (B)(6) female and a (B)(6) male. A (B)(6) male was implanted with competitors reconstruction plates. A (B)(6) female developed an osteogenic sarcoma of the anterior mandible requiring chemotherapy. The patient was implanted with a 2.4mm reconstruction plate and was given additional chemotherapy treatment. Nine months later bone grafts were used to reconstruct the defect and the reconstruction plate remained. Ten years after the initial surgery the patient developed pain and swelling along the right mandible, which was diagnosed as a osteosarcoma, which was treated with chemotherapy. The original plate was explanted and was replaced with a larger 2.4mm reconstruction plate. During chemotherapy for a breast tumor a fracture was discovered in the reconstruction plate which was repaired using a customer prosthesis. The patient remained stable after the placement of the custom prosthesis. This report is 3 of 4 for (B)(4). This report is for an unknown reconstruction plate.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for an unknown reconstruction plate, unknown quantity, and unknown lot. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.